Event description:
At about 7 months after the primary surgery, the patient came in reporting pain due to a loose cup. The cause of the loose cup is unknown. The surgeon revised the head, liner, and cup with additional screws. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14-jul-2022: lot 2108085: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-10-13. No anomalies found related to the problem. To date, 39 items of the same lot have been sold with no similar reported case during the period of the review.